Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user state 2 duplicate patient profile in pyxis with 2 different account number. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, user state 2 duplicate patient profile in pyxis with 2 different account number. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, it was determined that a patient had duplicate profiles in pyxis with two different account numbers. A technical support specialist was assigned to the case by the team lead to follow up on related max cases. The user noted that the incident occurred several months ago, the patient had already been discharged, and no further patient information was available.